Event description:
Potential for injury associated with the intermittent fault controller on a 3gtq3 power chair. The controller can affect other activities of the power chair and, in addition, this event could cause user to become stranded.